Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to perform incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted q3 transistor on the computer/analog pca. The root cause for the shorted q3 transistor could not be positively identified. In addition, the electrode belt receptacle on the monitor was damaged and was unable to latch to the electrode belt trunk cable connector. The root cause for the damaged electrode belt receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to perform incoming functionality testing.